Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose levels and sensor not adhering. Blood glucose level at the time of the incident was over 400 mg/dl. Customer treated with bolus and syringes. Customer stated the sensor fell off which may have caused the high readings. Customer was assisted with troubleshooting. No product was returned.